Event description:
On (B)(6) 2012, pt reported the up button on the infusion device is defective. The up button still functions intermittently but the issue is getting worse. Pt also reported the protective rubber casing is coming away from the up button. The button still works if pressed hard and pops up after being pressed. The correct type of battery is used in the infusion device, and the battery was changed 3-4 days ago. The infusion device was not dropped on a hard surface in the past 48 hrs. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.